Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 38-year-old female patient who had essure (ess205) (batch no. 12245740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy in 2018 and multiparous ((B)(6) 1988; (B)(6) 1993; (B)(6) 1996; (B)(6) 2003). Concurrent conditions included obesity (bmi-43.662). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), pollakiuria ("urinary problems/bladder or urinary problems or changes frequent urge to urinate and leakage"), tooth disorder ("dental problems"), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), nausea ("nausea/nausea"), anorectal swelling ("swollen anal rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) swollen anal rashes"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, upset stomach problems"), gastric disorder ("stomach problems"), urinary incontinence ("urinary leakage"), dental caries ("tooth decay") and tooth fracture ("cracking, broken teeth") and was found to have weight increased ("weight gain/weight gain"), 1 month 20 days after insertion of essure (ess205). In (B)(6) 2004, the patient experienced depression ("hormonal changes describe: depressed and moody/depression"), urinary tract infection ("urinary tract infection") and paraesthesia ("neurological conditions or problems type: tinglin/hips accompanied by tingling"). In (B)(6) 2004, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In 2004, the patient experienced rash ("rash on extremities/rash/rash on arm back of legs, elbows, extremities, vagina/swollen anal rash"). In (B)(6) 2004, the patient experienced alopecia ("hair loss"). In 2005, the patient experienced dysgeusia ("metallic taste in mouth/metallic taste in mouth") and gait disturbance ("difficulty walking"). On (B)(6) 2006, the patient experienced mood altered ("hormonal changes describe: depressed and moody"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dyspepsia ("digestive problems"), vulvovaginal rash ("rash on extremities/rash/rash on arm back of legs, elbows, extremities, vagina"), bone pain ("aching bones"), vulvovaginal pain ("vaginal pain/vibration in my vagina"), seasonal allergy ("seasonal allergies"), arthralgia ("joint or connective tissue pain/vibration in hips"), myalgia ("muscle pain") and hypoaesthesia ("neurological conditions or problems type: tinglin/hips accompanied by numbness"). The patient was treated with antibiotics, estradiol (estrogen), hydrocortisone (cortizone), 5 root canals and 1 tooth implant and surgery (5 root canals and 1 tooth implant and removal scheduled on (B)(6) 2020). At the time of the report, the pelvic pain, vaginal discharge, pollakiuria, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, nausea, rash, vulvovaginal rash, weight increased and dysgeusia had not resolved and the anorectal swelling, female sexual dysfunction, depression, mood altered, urinary tract infection, vulvovaginal mycotic infection, paraesthesia, allergy to metals, abdominal distension, gastric disorder, alopecia, gait disturbance, bone pain, vulvovaginal pain, seasonal allergy, arthralgia, urinary incontinence, dental caries, tooth fracture, myalgia and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anorectal swelling, arthralgia, bone pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gait disturbance, gastric disorder, hypoaesthesia, mood altered, myalgia, nausea, paraesthesia, pelvic pain, pollakiuria, rash, seasonal allergy, tooth disorder, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure (ess205). The reporter commented: it was reported that, she was currently investigating her options for removal of the essure devices. On the left, there were five coils visible. The procedure was then carried out on the right fallopian tube without difficulty having three coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: full occlusion fallopain tubes. 12245740-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6) year old female patient who had essure (ess205) (batch no. 12245740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy in 2018 and multiparous ((B)(6) 1988; (B)(6) 1993; (B)(6) 1996; (B)(6) 2003). Concurrent conditions included obesity (bmi-43.662). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), pollakiuria ("urinary problems/bladder or urinary problems or changes frequent urge to urinate and leakage"), tooth disorder ("dental problems"), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), nausea ("nausea/nausea"), anorectal swelling ("swollen anal rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) swollen anal rashes"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, upset stomach problems"), gastric disorder ("stomach problems"), urinary incontinence ("urinary leakage"), dental caries ("tooth decay") and tooth fracture ("cracking, broken teeth") and was found to have weight increased ("weight gain/weight gain"), 1 month 20 days after insertion of essure (ess205). In (B)(6) 2004, the patient experienced depression ("hormonal changes describe: depressed and moody/depression"), urinary tract infection ("urinary tract infection") and paraesthesia ("neurological conditions or problems type: tingling/hips accompanied by tingling"). In (B)(6) 2004, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In 2004, the patient experienced rash ("rash on extremities/rash/rash on arm back of legs, elbows, extremities, vagina/swollen anal rash"). In (B)(6) 2004, the patient experienced alopecia ("hair loss"). In 2005, the patient experienced dysgeusia ("metallic taste in mouth/metallic taste in mouth") and gait disturbance ("difficulty walking"). On (B)(6) 2006, the patient experienced mood altered ("hormonal changes describe: depressed and moody"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dyspepsia ("digestive problems"), vulvovaginal rash ("rash on extremities/rash/rash on arm back of legs, elbows, extremities, vagina"), bone pain ("aching bones"), vulvovaginal pain ("vaginal pain/vibration in my vagina"), seasonal allergy ("seasonal allergies"), arthralgia ("joint or connective tissue pain/vibration in hips"), myalgia ("muscle pain") and hypoaesthesia ("neurological conditions or problems type: tingling/hips accompanied by numbness"). The patient was treated with antibiotics, estradiol (estrogen), hydrocortisone (cortizone), 5 root canals and 1 tooth implant and surgery (5 root canals and 1 tooth implant and removal scheduled on (B)(6) 2020). At the time of the report, the pelvic pain, vaginal discharge, pollakiuria, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, nausea, rash, vulvovaginal rash, weight increased and dysgeusia had not resolved and the anorectal swelling, female sexual dysfunction, depression, mood altered, urinary tract infection, vulvovaginal mycotic infection, paraesthesia, allergy to metals, abdominal distension, gastric disorder, alopecia, gait disturbance, bone pain, vulvovaginal pain, seasonal allergy, arthralgia, urinary incontinence, dental caries, tooth fracture, myalgia and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anorectal swelling, arthralgia, bone pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gait disturbance, gastric disorder, hypoaesthesia, mood altered, myalgia, nausea, paraesthesia, pelvic pain, pollakiuria, rash, seasonal allergy, tooth disorder, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure (ess205). The reporter commented: it was reported that, she was currently investigating her options for removal of the essure devices. On the left, there were five coils visible. The procedure was then carried out on the right fallopian tube without difficulty having three coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.7 kg/sqm. Hysterosalpingogram on (B)(6) 2004: results: full occlusion fallopian tubes. 12245740-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: case become serious incident. Mr received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.